Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device history record for zimmer meshgraft ii serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to (B)(6) 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a meshgraft had a damaged handle on (B)(6) 2019. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer site and was available for evaluation. Evaluation of the device occurred on (B)(6) 2018 and it was noted that the device was out of calibration and that it did not produce a passing mesh. Upon further evaluation, it was found that the side plates were upside down on the device and that a nonconforming ratchet was provided with the device. Repair of the device occurred on (B)(6) 2019 and involved replacing the nonconforming ratchet handle, reassembling the device so that the side plate faced the correct direction, and recalibrating the device. The technician then tested and verified that the device was functioning as intended, and then returned the meshgraft to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the damaged handle was due to the device being improperly maintained. During evaluation of the device, it was found that the side plates on the meshgraft were upside down and that a nonconforming ratchet handle was provided with the device. The instructions for use for the zimmer meshgraft ii states to not attempt to disassemble the device, that the meshgraft should be returned to a zimmer authorized repair facility for servicing, and provides a list of acceptable accessories to be used with the zimmer meshgraft ii. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device's damaged handle was replaced. Per the investigation, the device did not produce a passing sample mesh. No adverse events were reported as a result of this malfunction.